Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's stricture was super tight. According to the complainant, during the procedure, the stent was able to be deployed; however, during stent catheter removal, the end of the delivery system got caught on the stent which started to pull the stent from the target stricture. The delivery system broke near the transition marker during removal of the stent catheter out of the scope. Reportedly, stent placement remains intact and the stent remains implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of inner shaft/sheath detached. Problem code 1528 captures the reportable event of delivery system difficult to remove. A wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found complete detachment of the inner shaft from the device. A kink at the inner shaft was also noted. No other issues with the delivery system were noted. The damages noted to the returned device were consistent with the excessive force being applied when the device encountered resistance during attempted removal. Taking all available information into consideration, the investigtaion concluded that most likely the reported event and the observed failures were due to procedural factors such as, handling of the device, the technique used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a stricture in the common bile duct due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's stricture was super tight. According to the complainant, during the procedure, the stent was able to be deployed; however, during stent catheter removal, the end of the delivery system got caught on the stent which started to pull the stent from the target stricture. The delivery system broke near the transition marker during removal of the stent catheter out of the scope. Reportedly, stent placement remains intact and the stent remains implanted. There were no patient complications as a result of this event.